Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant (bost611) disengaged from the driver and fell to the floor. The procedure was completed with another implant and driver.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One t3 non-platform switched tapered implant was returned for inspection. The device show signs of wear consistent with use. The device was functionally tested and it was noted that device assemble and retain. The malfunction alleged by the customer could not be recreated and is unconfirmed. DHR review was completed for the implant lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No unauthorized deviations or non-conformances which could cause or contribute to the reported event were documented as part of the DHR. Lot was inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined.